Event description:
After the implant procedure was completed, post-operative imaging was performed, and the distal tip of the sensing lead was found to have migrated into the pleural space. Physician placed a chest tube and brought the patient back into the or the next day, and confirmed that the sensor tip had migrated into the pleural space. Physician repositioned the sensing lead, re-sutured, and closed with no further issues.